Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensors. It was reported that the customer received change sensor alert and calibrate now. The customer's blood glucose level at the time of incident was 108mg/dl. Troubleshoot was reported to be conducted. It was reported that the sensor had blood and missing electrode. It was reported that the sensor would be replaced and returned for analysis.